Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon conclusion of the investigation at the manufacturing plant. The reported event is not confirmed. Based on the limited information the cause of the reported event cannot be established. There was no report of any device malfunction, design or use issue with the device. The current status of the patient is unknown. The lot number was not provided. There is no allegation of a temporal association between the use of the device and the adverse event. This case will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. During routine surveillance of clinical study publication (knee surgery, sports traumatology, arthroscopy (2021) 29:2249-2256) involving nano fx, the following complication was reported: two participants presented with swelling and pain at the shoulder at the one-week follow-up and the suspicion of an infection was established. In the first case the problem was mild and a 1-week course of oral antibiotics solved the symptoms, the tendon healed successfully and the final constant score was 87. There is no allegation that the nano fx caused the reported event. The current status of the patient is unknown. There was no report of a malfunction with the device. The date of the actual procedure and re-rupture is unknown. This submission is for the first of two infection events reported. A mir was submitted to the spanish health authority under report #(B)(4).

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. During routine surveillance of clinical study publication (knee surgery, sports traumatology, arthroscopy (2021) 29:2249-2256) involving nano fx, the following complication was reported: two participants presented with swelling and pain at the shoulder at the one-week follow-up and the suspicion of an infection was established. In the first case the problem was mild and a 1-week course of oral antibiotics solved the symptoms, the tendon healed successfully and the final constant score was 87. There is no allegation that the nano fx caused the reported event. The current status of the patient is unknown. There was no report of a malfunction with the device. The date of the actual procedure and re-rupture is unknown. This submission is for the first of two infection events reported. A mir was submitted to the spanish health authority under report #(B)(4).

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon conclusion of the investigation at the manufacturing plant.